Manufacturer narrative:
The device has not been returned to olympus and the definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the electrosurgical knife was unable to cut properly and difficulty with injection was observed during a submucosal dissection. A similar device was used as replacement, but the same issues were observed. Consequently, a fragmented mucosectomy had to be performed instead. As a result, the patient required a colonoscopy in 3 to 6 months instead of 3 to 6 years. There was no further harm or user injury reported due to the event. Case with patient identifier (B)(6) reports the initial electrosurgical knife. Case with patient identifier (B)(6) reports the replacement electrosurgical knife.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the high frequency knife stopping energizing was likely caused by the following: 1. The contact area between the cutting knife and target tissue was large. This decreased the high frequency current density. 2. Adhesion of burnt tissue on the cutting knife prevented conduction of the electric current. In addition, based on similar cases, the saline likely could not feed because the burnt tissue generated during the incision adhered on the cutting knife or distal end cover which blocked the nozzle. As a result, the saline could not be injected. However, the root cause of these reported events could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use this instrument with burnt tissue adhering to cutting knife or tip. Use the instrument after removing the burnt tissue adhering with a lint-free cloth.¿ olympus will continue to monitor field performance for this device.